Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient developed an infection and subsequent migration of the electrode array, resulting in the decision to explant the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.